Event description:
It was reported that despite different wands being used, the programmer was unable to "see" the device and there was difficulty with interrogation. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis received a noisy telemetry error message when trying to interrogate wirelessly. Wireless telemetry was intermittent depending on the position of the display.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.